Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 09/22/2008 along with vaginal hysterectomy with bso, anterior and posterior repair with mesh,sacrospinous ligament suspension, and mesh due to uterine prolapse, cystocele, rectocele, and sui. It was reported that patient underwent mesh removal on (B)(6) 2013. No additional information provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal infections and dyspareunia.